Event description:
The article, 'predicting subclinical leaflet thrombosis in self-expandable prosthesis: a multimodal machine learning analysis", was reviewed. The article presented a prospective, single center study that utilized machine learning (ml) for identifying complex, non-linear relationships among clinical, anatomical, and hematological variables in predicting subclinical leaflet thrombosis (slt), also known as hypoattenuated leaflet thickening (halt), following transcatheter aortic valve implantation (tavi). Devices included in the study were evolut r, portico, and navitor. The article concluded that this was the first study to apply a multimodal ml framework to predict slt after tavi. Bicuspid anatomy and perioperative hematological changes were consistently associated with slt, highlighting the potential of ml to enhance post-procedural risk stratification. Incorporating routinely available variables into ml models may help guide early imaging and personalized antithrombotic strategies. [The primary and corresponding author was marco moscarelli, department of cardiovascular surgery, maria eleonora hospital, gvm care&research, palermo, italy, with corresponding email: m.moscarelli@imperial.ac.UK] the time frame of the study was from january 2019 to july 2024. A total of 118 patients were included in the study, of which 13 (11.0%) received an abbott device. The average age was 78.4 years and the majority gender was male. Comorbidities included diabetes mellitus, hypertension, chronic obstructive pulmonary disease, prior stroke, transient ischemic attack, prior percutaneous coronary intervention, prior cardiac surgery, prior myocardial infarction, coronary artery disease, prior pacemaker/defibrillator, heart block, bicuspid aortic valve.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, chronic obstructive pulmonary disease, prior stroke, transient ischemic attack, prior percutaneous coronary intervention, prior cardiac surgery, prior myocardial infarction, coronary artery disease, prior pacemaker/defibrillator, heart block, bicuspid aortic valve.. Complications reported included unexpected medical intervention (post-dilatation), hypoattenuated leaflet, incomplete leaflet coaptation; these complications are anticipated for the procedure and subject population. The reported off-label use was associated with implanting navitor valve in a native bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It should be noted that the navitor¿ transcatheter heart valve, instruction for use (IFU), ¿the safety and effectiveness of the navitor¿ valve and flexnav¿ delivery system have not been evaluated in... Congenital unicuspid or bicuspid valve, or any leaflet configuration other than tricuspid". In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: predicting subclinical leaflet thrombosis in self-expandable prosthesis: a multimodal machine learning analysis.